Event description:
While inserting the perclose device into the heavily calcified femoral artery, the device fractured leaving the soft plastic portion within the vessel and the metal just outside. Reporter considers this a serious event related to the need for the patient to undergo surgery to have the broken piece immediately removed and due to this surgery having to prolong the patient's hospital stay. The patient did well following the removal of the piece. It may, perhaps, be assumed because of the heavily calcified femoral artery, the amount of pressure needed to insert the device may have been greater than without the calcification thus causing the device to fracture. This cannot be said for sure, however. The device package insert materials, which were provided after the report, indicate that the safety and effectiveness of the closer smc device have not been established in the following patient populations: patients with common femoral artery calcium which is fluoroscopically visible. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).